Manufacturer narrative:
The probe was returned and analyzed. It was found to be in good condition with no apparent physical damage. The probe inserts and rotates without issue into a known good tracker. No problem was found. Method/result/conclusion codes are applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that thoracic probe was damaged. The damage caused was to the connection part of the probe where the handle sat as the probe needed to be hammered out of the tracker. The tracker was having fit issues with other probes. A lumbar probe in a different tracker was used to proceed with the case. There was no delay to the procedure and no impact to patient outcome as a result of this issue.